Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer's blood glucose was 282 mg/dl. The customer stated that insulin was squirting out during the manual prime. The customer was disconnected during the prime process. The customer stated that the insulin pump was neither bumped, dropped nor exposed to water. The customer confirmed that the drive support cap did not appear to be damaged. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime and alarmed motor error during basic occlusion test due to detached end cap. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor and scratched reservoir tube window.